Event description:
Additional information indicates the ipg was explanted due to pain at the ipg site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had the ipg replaced on (B)(6) 2018. The reason for the replacement is unknown. Effective therapy has been restored to the patient.